Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-05177. Follow up information identified the issue has been resolved. The patient is receiving effective stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-05177. It was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2018 where a lead was implanted to provide enhanced coverage .